Event description:
During a procedure the lap sponge could not be scanned out due to the bar code being destroyed.the solution warmer was used at a temperature of 111f. The lap sponge did not touch the plastic drape. It came from an individual package not from the procedure pack. The tie was intact when it was opened and each sponge was counted separately to confirm the dot matrix was intact prior to use. It was not used for packing. No ice was used on the lap sponge.